Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cuff (balloon) kept loosing inflation. Another kit was opened to complete the case. Hospital did not report any patient complications. During the device evaluation, it was identified that the silicone and latex balloon had torn. Silicone tear is a reportable malfunction.

Manufacturer narrative:
Investigation results: the short port device was received with the seal and the balloon deflated. Under microscope evaluation, the balloon appeared to have a tear under the silicone. The complaint is confirmed.